Event description:
It was reported that the heart lung machine (hlm) displayed a 'batteries need service' message. There was no delay. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) found that the last measured discharge (lmd) of the batteries had failed. The fsr replaced the batteries. Release testing was preformed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the batteries could be fully charged. He charged the batteries then connected them to a lab use only (luo) test platter. He found the unit to shut down after approximately 42 minutes which failed to meet the minimum specification of discharge time for the batteries which is 52 minutes. The pst did not observe any displayed messages. It was determined that the batteries did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.